Manufacturer narrative:
Date rec¿d by MFR : 28aug2019, date of report : 29aug2019. No signs of external damage or contamination was found. A failure investigation (fi) technician reviewed the records stored in the ventilator and confirmed multiple instances of the primary alarm failed and traced the failure to speaker number 2. Replacement of speaker #2 corrected the primary alarm failure. There were no other failures identified with the returned v60 ventilator. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16may2019. International UDI # (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported unit alarmed when switched on. The device was not in use at the time of the reported event; therefore, there was no patient involvement.